Event description:
During an implant procedure, it was reported that the setscrew of the device was too loose, resulting in the setscrew detaching from the device. The device was not implanted and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
An event of setscrew anomaly was reported on the device. Mechanical tests identified a-setscrew stuck to the wrench tip. Visual examination revealed the torque wrench was returned with a setscrew stuck to the wrench tip. Electrical examination found no anomalies. The battery voltage was found above eri. The reported complaint of setscrew anomaly was confirmed and the problem was most likely related to the user¿s use of the wrench in the field.